Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during priming while the patient was not connected. The patient was not sure where the leak was coming from, but found a puddle on the table during priming. The patient stated that the packaging material of the cassette was fine and that there were no visible abnormalities to the product prior to the event. The patient started therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.